Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 201707478 involved on a total of (B)(4) reverse humeral bodies manufactured with this lot#. No other complaints reported on this lot#. No pre-existing defects were found even by checking the manufacturing charts of the lot# 201617818 involved on a total of (B)(4) smr cementless mini stems manufactured with this lot#. No other complaints reported on this lot#. We will send a final MDR once the evaluation will be concluded.

Event description:
Shoulder revision surgery performed on (B)(6) 2018 due to post-op loosening between reverse humeral body and stem. According to the info reported, previous surgery was performed on (B)(6) 2017. Event happened in (B)(6).

Event description:
Shoulder revision surgery performed on (B)(6) 2018 due to post-op loosening between smr reverse humeral body (code 1352.15.050, lot# 1707478) and smr cemented mini stem (1304.15.120, lot# 1617818). According to the information reported, previous surgery was performed due to patient bone fracture on (B)(6) 2017 (primary surgery). No trauma reported by the patient. Event happened in japan.

Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 1707478 involved on a total of 63 reverse humeral bodies manufactured with this lot#. No pre-existing defects were found even by checking the manufacturing charts of the lot# 1617818 involved on a total of 44 smr cementless mini stems manufactured with this lot#. Moreover, according to our records: -at least 60 out of 63 humeral bodies with lot# 17074781 have already been implanted -at least 26 out of 44 stems with lot# 1617818 have already been implanted and no other complaints have been received on these lots. We received both the reverse humeral body and the mini stem involved in the complaint for analysis. A dimensional check was performed on the two components without finding any dimensional anomaly: registered values were found to be within the dwg tolerances, confirming that the coupling problem was not due to a manufacturing defect on the coupling cones of the two components. Some x-rays were provided by the complaint source (exact date of the x-rays is unknown). We forwarded them to our medical consultant, who commented: "I am confident this arthroplasty was done for a fracture because we can see both greater and lessor tuberosities detached. They may have been secured with radiolucent sutures? We can see further down the shaft there is a piece of wire. I wonder if an attempt was initially made to either internally fix the fracture or carry out a hemiarthroplasty and then abandoned and converted to a reverse? The other possibility is a previous attempt was made to internally fix, which failed and subsequently a second procedure. We do not see any long standing bone changes so I suspect the former is the correct hypothesis. So, we have a humeral boney stem with no tuberosities attached and a 12 or 13 mm "mini cementless stem" ie not much fixation potential." . According to our medical expert's opinion, in this case, a cemented option would have guaranteed more fixation. We cannot go back with certainty to the root cause of the post-op loosening between the stem and the humeral body. Since there are no dimensional anomalies and the dhrs of the components involved confirmed the absence of pre-existing defects, we cannot classify this event as product related. According to our medical expert's analysis, we can speculate that the "low fixation potential" caused by the lack of tuberosities, combined with the use of the cementless mini stem, could have contributed to the event. We cannot even exclude that a suboptimal coupling was performed during surgery. We are aware of five (including this one) revision surgeries of smr reverse prosthesis, caused by post-op loosening/disengagement between stems and reverse humeral body on a total of more than 84000 smr reverse prosthesis sold ww from 2002. Thus, specific revision rate is very low (0.006%). Referring to the previous cases we could investigate, the root cause was never traced to a malfunction/defect of the devices. No corrective action has been planned. Lima corporate will continue monitoring the market to promptly detect any further similar issue.